Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to use the implant. A re-implantation is scheduled for (B)(6) 2017.

Manufacturer narrative:
A device failure caused by fatigue breakage of lead wire of the conductive link was found during device investigation. Based on information received and the investigation results this damage was most likely caused by the applied surgical technique. This is a final report.

Event description:
The recipient was not able to use the implant. The recipient had benefit with the device before he lost access to sound.

Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. The device is still implanted and there is no known date for a re-implantation.

Event description:
The patient is not able to use the implant.